Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing shingles was being exacerbated under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the device to allow the area to heal. Follow up indicated that the shingles improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.